Event description:
Per the clinic, the patient experienced redness and itching due to the rechargeable battery reportedly becoming hot (date not reported). There was no allegation of injury associated with this complaint. The patient has been advised to discontinue use of the device and the battery has been replaced. The battery has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
This report is filed march 25th, 2015.

Manufacturer narrative:
(B)(4). The battery is currently unavailable.